Event description:
New information states on (B)(6) 2017 the device was successfully reprogrammed and high voltage therapy was disabled. The patient was stable throughout the event.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks from the system. Upon interrogation, it was noted that the patient had a ventricular tachycardia/ventricular fibrillation episode that showed lead noise oversensing on both right atrial and right ventricular leads. The root cause of noise was unknown. In addition, the atrial lead also exhibited inappropriate mode switch episodes. The patient was admitted in the hospital for observation and later got discharged when stable. During a hospital follow-up on (B)(6) "2027" it was noted that the patient had received another episode of inappropriate shocks on (B)(6) 2017 due to noise oversensing. System replacement was discussed. The patient was stable during their follow-up visit.